Manufacturer narrative:
On 12/5/2018, mentor became aware that the patient was scheduled for removal and replacement on (B)(6) 2018. On 12/6/2018, mentor became aware that the patient's correct date of birth was (B)(6) 1969 and that their race was white. Mentor also became aware that the patient experienced bilateral capsular contracture, hardened breasts, and breast pain, confirmed by mammogram and MRI. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
12/27/2018, the mentor failure analysis lab has received the device for evaluation. On 1/9/2019, mentor became aware that the suspect medical devices were unknown mentor saline breast prostheses, instead of the initially reported unknown mentor gel breast prostheses. On 1/11/2019, device investigation summary was completed: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. Orange, white, yellow and black material was observed on the shell surface. Mentor product analysis lab discovered parallel lines of shell wear running from the anterior aspect to the posterior aspect, suggesting in-vivo folding or creasing of the device. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Since the lot number was not provided by the customer and is not engraved on the device received, the device history record (DHR) could not be reviewed. If lot number is later provided, the DHR will be reviewed. Complaint for deflation was not confirmed. At this point is not possible to determine the etiology of the orange, white, yellow and black material found on the device. Regarding capsular contracture, it is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown procedure with unknown gel breast prostheses. Rupture and leakage of the breast prostheses were reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.